Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the site location while she was at the waterpark. The site was at the abdomen and the pump was located on the opposite side. The infusion was in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. She accidently yanked out an infusion set while changing and the pump was dropped with the set connected to the patient's body. No further information available.